Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e1020 captures the reportable event of nausea. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system (160cm) was used during an endoscopic submucosal dissection procedure for a fistula of the stomach on (B)(6) 2022. Following the procedure, the patient experienced nausea and vomiting. The patient was hospitalized for observation and medication was prescribed. There were no other patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system (160cm) was used during an endoscopic submucosal dissection procedure for a fistula of the stomach on (B)(6) 2022. Following the procedure, the patient experienced nausea and vomiting. The patient was hospitalized for observation and medication was prescribed. There were no other patient complications as a result of this event. No further information has been obtained despite good faith efforts. Additional information: a follow up endoscopy was done on (B)(6) 2022.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e1020 captures the reportable event of nausea. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Block h10: per additional information received on 1mar2024.